Event description:
On july 29, 2013 product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The device was confirmed to be at an ifi condition. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
On (B)(4) 2013, it was reported that the vns patient underwent generator replacement that day for prophylactic reasons due to ifi=yes and rapid cycling and because the patient¿s seizures were worsening. The explanted generator was returned for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed. Additional information has been requested from the physician but no further information has been received.